Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2018, the patient suffered from pocket hematoma, which was cured with medication.

Event description:
The subject crt-d was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2018, the patient suffered from pocket hematoma, which was cured with medication.